Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware. D2b: lgw, qrb.

Event description:
It was reported that the patients lead had high impedances and experienced a loss of stimulation. The patient underwent a lead replacement procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patients lead had high impedances and experienced a loss of stimulation. The patient underwent a lead replacement procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively, and the explanted lead will not be returned per hospital policy.